Event description:
It was reported that the patient experienced hypoglycemia with glucose readings of 75 mg/dl followed by a rapid decline to 63 mg/dl, then recovery to 89 mg/dl after ingestion of fast-acting carbohydrates, with an additional nocturnal hypoglycemic event and reduced appetite associated with increased mounjaro dosage. Symptoms included headache. Outcomes included urgent low glucose and low glucose alerts that prompted oral carbohydrate intake and subsequent recovery without hospitalization. Investigation included troubleshooting and education with guidance to treat with oral fast-acting carbohydrates. Investigation of this case revealed that the cause of hypoglycemia was unclear, with possible contribution from decreased oral intake while on mounjaro; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.